Event description:
It was reported that this patient underwent a procedure to replace their subcutaneous implantable cardioverter defibrillator (s-ICD). Following explant and replacement of the device, this electrode exhibited a change in sensing and was felt to have dislodged during replacement of the device. Due to a concern related to shock delivery, the physician elected to also replace the electrode. Difficulty was encountered with removing this electrode, however, it was successfully explanted and replaced using a mechanical sheath. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.